Event description:
The customer reported his blood glucose reached 289 mg/dl less than 8 hr after the pod was activated. He wasn't feeling well so he decided to deactivated the pod. He did not notice anything different with the cannula and there was no insulin leaking from the pod. He activated a new pod and he was able to his bg back down to normal range (exact bg was not provided).

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Qualification records were reviewed and the product lot met all acceptance criteria.